Event description:
The customer reported a cracked and shattered touchscreen on the pump, which became unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. The likely cause of damage was extreme cold. The pump was out of warranty, but the customer expressed interest in obtaining an out-of-warranty loaner pump. Technical support agreed to replace the pump.